Event description:
The customer reported they tried to use the lf4318 on the forcetriad they had in the operating room, but it had not been upgraded to the correct version of software to use with this device. This resulted in a delay of the surgical procedure by 45 min to 1 hour as they had to obtain and use another instrument (ls1037) to complete the case.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2013. The site indicated that the incident generator will not be returned. A review of the valleylab exchange records indicate the software revision for this serial number at the time of the incident was 3.40, verifying the (B)(4) would not have been detected. A review of the (B)(4) instructions for use found it specifically states the (B)(4) is compatible with the force triad energy platform running software version 3.50 or greater. In addition, the instrument box labeling also makes the same statement. The review of the valleylab exchange records indicates the software was upgraded to version 3.50 on (B)(4) 2013 for this serial number.